Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. The customer stated that she was hospitalized due to high blood glucose over 600mg/dl two weeks ago. Troubleshooting was performed. Assisted the customer to run a manual prime test and the insulin did exit. The caller mentioned that the cannula was bent. No further information was provided.